Manufacturer narrative:
Insulin pump was received in with intermittent button response and button error alarm due to moisture damage on the keypad traces. No frozen display or moisture damage on the electronic assembly/motor observed during analysis. A cracked display window, scratched lcd window, cracked belt clip slot and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a button error alarm and the buttons are not working on her insulin pump. She also stated that she changed the battery and when going to the bolus wizard, the screen was frozen. Customer's current blood glucose level is 219mg/dl. Customer mentioned that she went to an event, wearing the insulin pump on her backside and noticed moisture on the screen. No further information reported.